Event description:
During an initial morning assessment, the patient was being pulled up in the bed by nurses and the head of the bed fell flat. The patient experienced increased back pain. The facility indicates the bed is functioning correctly and the lowering of the head section was caused by accidentally activating the emergency hands free CPR.

Manufacturer narrative:
The facility would not release information regarding the impact to the patient, and the bed was not made available for inspection.